Manufacturer narrative:
.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving fentanyl via an implanted pump. The indication for pump use was failed back surgery syndrome. On (B)(6) 2016 the reporter wanted someone to come to the hospital and check the pump status and possibly assist with dosing decrease. On (B)(6) 2016 the patient was admitted to the hospital with syncopal episodes that had come on suddenly. Additional information was received on 01-aug-2016 from the hcp and it was reported that the patient was released last week. The patient was going to follow-up with their physician, but the hcp did not have a name or contact information. The pump had not been checked. The hcp declined to provide any additional information regarding the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.